Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: henderson, c., et al (2011). 2010 mid-america orthopaedic association physician in training award: healing complications are common after locking plating for distal femur fractures. Clin orthop relat res 469:1757-1765. Additional device info: this report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: 2010 mid-america orthopaedic association physician in training award: healing complications are common after locking plating for distal femur fractures. Henderson, c., et al (2011). 2010 mid-america orthopaedic association physician in training award: healing complications are common after locking plating for distal femur fractures. Clin orthop relat res 469:1757-1765. This was a retrospective study that reviewed 66 patients treated with 70 distal femur fractures using lateral locking plates between 2003 and 2008. Thirty-three (33) patients were treated with the synthes less invasive stabilization system, 15 patients were treated with the lcp compression plate, and the remaining patients were treated with various competitor devices. Fourteen of the 70 fractures failed to heal. Nine of these 14 were treated with subsequent surgery to achieve union. In 10 nonunions, the hardware remained intact, but the fractures did not radiographically progress to union this report is 1 of 2 for complaint (B)(4). This report is for an unknown plate.